Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device being jammed was not confirmed. Therefore, an assignable root cause was not determined. However, the device having an unintended activation/motion and a sticky trigger, identified during service and evaluation were confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by colombia that during service and evaluation, it was determined that the trigger of the compact air drive device was sticky, and the device had an unintended activation/motion. It was further observed that the device would not reverse because the reverse locking mechanism was blocked, and it had component damage, insufficient/low power, vibration - untrue running, and an air leak. It was determined that the etching on the labeling was illegible, and the device made an unexpected noise. It was further determined that the device failed pretest for general condition, marking and labeling, check reverse locking mechanism with oscillating saw attachment ii, check for sticky trigger, check function of device, check for unintended motion, check forward and reverse mode function, check for noticeable untrue running, check for noticeable noise, check power with power test bench, check starting behavior and check for air leak. It was noted in the service order that the motor designed to run in reverse did not reverse when set in reverse and it engaged because the reverse locking mechanism was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.